Event description:
On 13 may 2026, the customer reported that following a configuration update, implemented under service information (si) no. 2026-07, an issue was identified in which the barcode scanner retained and transmitted the previously scanned barcode label when scanning the next patient ID. There is no known patient impact.

Manufacturer narrative:
We have confirmed customer reports of bar code reader (bcr) wands on the gem premier 5000 and gem premier 7000 assigning patient results to the incorrect patient ID. This issue is due to a malfunction introduced during a recently released configuration update to the bcr wands on or after 8 april 2026. A class ii recall (ID no. 2026-004-c) has been initiated to advise customers of this potential performance issue, instructing them to immediately discontinue use of the affected wands and to manually enter patient ID until the wands are replaced. A 21 cfr 806 report has been filed with the appropriate FDA oii recall coordinator.